Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset with the assistance of technical support, which successfully resolved the issue, allowing the customer to start their sensor session.